Event description:
Same case as: 2134265-2009-02145, 02146, and 02148. It was reported that following a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The 95% stenosed lesion was located in the mid circumflex artery. Another 60% stenosed lesion was located in the posterolateral obtuse marginal. Both lesions were predilated with a 2.25x12mm quantum maverick balloon to 12 atms for 8 seconds. Four stents were placed in the circumflex artery. A 2.25x16mm taxus atom drug eluting stent was deployed at 10 atms for 10 seconds. A 2.25x20mm taxus atom drug eluting stent was deployed at 11 atms for 16 seconds. A 2.25x24mm taxus atom drug eluting stent was deployed at 12 atms for 14 seconds, overlapping the 2.25x20mm stent. Lastly, a 2.25x8mm taxus atom drug eluting stent was deployed at 13 atms for 10 second, overlapping the 2.25x24mm stent. All stents were post dilated. The 2.25x16mm taxus atom stent was post dilated with a 2.25x12mm quantum maverick balloon at 12 atms for 8 seconds and 14 atms for 10 seconds. The 2.25x20mm taxus atom stent was post dilated with a 2.25x12mm quantum maverick balloon at 12 atms for 8 seconds and 12 atms for 6 seconds. The 2.25x24mm taxus atom stent was post dilated with a 2.25x8mm quantum maverick balloon where it overlapped with the 2.25x8mm stent at 12 atms for 5 seconds. The 2.25x24mm taxus atom stent was again post dilated with a 2.25x12mm quantum maverick balloon. The 2.25x8mm taxus atom stent was post dilated with both a 2.25x8mm quantum maverick balloon at 12 atms for 5 seconds and a 2.25x12mm quantum balloon. No patient injuries or complications occurred. Patient status was satisfactory and the patient was discharged 48 hours post procedure. Pre-procedure the patient was taking asa, toprol xl, fish oil, lopid, lanoxin, protonix, zocor, levemir, januvia, metformin, glyburide, lotrel and coumadin. The coumadin was not taken prior to the procedure. The patient was discharged on all prior meds with exception of fish oil. Coumadin was resumed and the patient was also prescribed coreg and plavix. At 53 hours post procedure, the patient presented with acute coronary syndrome and was having a non st-elevation myocardial infarction. Symptoms included: shortness of breath, chest heaviness, weakness and right-sided chest pain that continued into bilateral upper arms. The patient also presented with paroxysmal atrial fibrillation once hospitalized. A 2.0x15mm apex balloon and 2.25x15mm quantum maverick balloon were used to treat the thrombosis. A 2 inch hematoma was noted in the groin area post procedure. No further patient injuries or complications occurred. Patient status is satisfactory. The physician noted that the thrombosis is suspected to be due to the patient having a "distal left circumflex marginal branch of a small caliber vessel with diffuse disease, and additional attempts at opening this vessel may be futile."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.